Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Remains implanted.

Event description:
It was reported that revision surgery is required to replace part of a previous pin 20116. It has further been reported that the reason for revision is radiolucent lines on the x-ray.

Manufacturer narrative:
An event regarding alleged loosening involving a patient specific total knee replacement was reported. The event was confirmed by medical review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a custom total smiles knee replacement which was inserted in (B)(6) 2017. The x-ray provided shows that the femoral stem is well fixed, however, the lateral view of the x-ray shows radioluscent line around the tibial stem, between the cement mantle and the bone. Therefore this confirms the reason for revision. The causes for the reported issue could be multiple which may be surgical or patient factors, and not necessarily related to the design of the implant. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 12 july 2016 with no reported discrepancies. Complaint history review: there has been 1 other event relevant to loosening. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Revision surgery took place on (B)(6) 2018 due to loosening whereby patient specific total knee replacement components were explanted. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported that revision surgery is required to replace part of a previous pin (B)(4). It has further been reported that the reason for revision is radiolucent lines on the x-ray.